Event description:
As reported, in 2008, this patient presented with an abdominal aortic aneurysm with calcified plaque in bilateral access vessels identified prior to procedure. Access vessels were within treatment range. The patient was treated with gore excluder aaa endoprostheses pxt231214/05840805 (right side), and pxc121200/06009039 (left side). The following month, patient complained of discomfort in right leg. CT revealed significant calcified plaque distal to device in right common iliac artery. Physician removed the plaque. The next day, patient complained of numbness in right leg. The following day, physician performed a femorofemoral bypass. Patient tolerated the procedure. Devices remain in patient. Physician suspects device related issue, but has no confirmation. No images are available. As of 2008, patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.